Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to foreign material in the flow screens. The flow screens were replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a " self check failure - 1003" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.